Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-22, information was received from a patient, via a manufacturer representative (rep), receiving morphine (1 mg/ml, unknown dose) via an implantable pump for spinal pain. It was reported that the pump was bothering the patient and was "tipping out a bit at the top". The reported environmental, external, or patient factors that may have led or contributed to the issue was "none other than patient really short". The healthcare professional (hcp) would move the pump to the patient's buttock on (B)(6) 2020. The issue was not resolved at the time of this report.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-23, additional information was received from the manufacturer representative (rep). The rep reported that the revision did resolve the issue. The cause of the pump tipping out was "just healed that way".